Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. If any significant findings are a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by a pharmacist that a consumer's blood glucose meter started giving blood glucose results on mg/dl instead of mmol/dl. No decision to treat was made on this alleged faulty meter. The pharmacist will be sent a replacement for the consumer.